Event description:
The child reported no longer hearing after falling and hitting her head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 1999. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.